Event description:
The pt experienced difficulties communicating with and recharging the ins. The recharger did not appear to be functioning appropriately. X-rays confirmed that the ins was flipped. The pt was instructed to turn off the ins until after the revision as the battery was low. No outcome was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(Recharge, failure to).